Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. D9 - date returned to mfg: 31jul2024. Additional contact: (B)(6) products specialist evermedical co., ltd (B)(6).

Event description:
The customer initially reported that the air vent would not function with an chemoclave® vented bag spike during patient use. It was further reported that device could not infuse smoothly. When ch-14 was attached to the pp bottle of chemo medicine, it could not infuse. The customer additionally returned an unspecified primary plum set as a mating device sample for investigation of the initially reported complaint. During the inspection, one used (unspecified) plum primary set exhibited the reported defect. Therefore, a complaint is being registered to capture the 'air vent no function' of the mating device that was returned with the chemoclave® vented bag.